Event description:
The customer reported the bag separated from the pt valve during use. The pt was revived, however the pt expired 2 days later.

Manufacturer narrative:
Device has not been returned for evaluation. The instruction sheet states "it is recommended that the bag resuscitator assembly be compressed several times to verify proper function of the unit." The pt was in ill health. We do not know if this event had any effect on the pt's death days later. The pt valve can be re-assembled to the bag if they separate.